Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and verified that the unit would not progress past the initial startup screen, and after a few minutes would emit a loud and continuous audible tone. The fse tried reloading the software but that alone did not resolve the issue. The fse replaced the pcb executive processor board and installed software b.17 and verified that the unit would boot up correctly in clinical and service mode without any faults. Completed preventive maintenance. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) begins to power up then alarms. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to patient use it was observed that the cardiosave intra-aortic balloon pump (iabp) begins to power up then alarms. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and verified that system would not progress past the initial startup blue maquet screen. After a few minutes, the unit would emit a loud and continuous audible tone. Reloading software alone did not resolve issue. Replaced the pcb, exec processor board and installed software b.17. Verified that the unit would boot correctly in clinical and service mode without fault. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed executive processor board was returned to national repair center for evaluation. The national repair center (nrc) received the executive processor board and was observed per the cardiosave service manual with no visual damage. The national repair center installed the executive processor board into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure and the cardiosave service manual. Verified executive processor board wound not boot up "blank screen". Executive processor board will be held to the nrc per procedure.

Event description:
N/a.

Manufacturer narrative:
The failure and testing dept (fat) received part number 0670-00-0770 exec. Processor board from the supplier. Supplier investigation: don¿t have mac address label on pcba, so can¿t perform analysis. Retaining this board in the fat dept. Per procedure.